Event description:
It was reported by service report that the brakes on the bed would not hold. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: brake caster internal mechanism worn.